Event description:
A call was received from the nursing staff in the pacu. When the oncoming rn checked the isolation room in the unit, she found the hillrom transtar gurney broken. It is unknown which staff member had used the gurney last and unknown which patient was on it last. The rn noted that the IV pole connected to the cart was bent backwards over the head of the gurney at a 45 degree angle. The IV pole was loosely secured to the cart and would not go back to either its original upright or storage position. Also, a semi-circular crack around half of the support at the head of the gurney that attaches to the base of the device was cracked. The cart was inspected by engineering, who speculated that transport staff may have used the IV pole as a steering mechanism rather than using the handles provided on the gurney. Engineering also stated that the gurney is an older model & that the company has provided repair kits for the cracks that occur at the base of the device.